Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard IV administration set had a leak coming from the chamber during infusion of a chemotherapy drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of an unused companion sample in a closed pouch was provided for evaluation. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported condition. A retained sample was also tested. Visual inspection of the retained sample did not identify any abnormalities that could have contributed to the reported condition. An underwater leak test and a push-pull test were performed with no issues noted. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.